Manufacturer narrative:
Sc-1432 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The complaint was confirmed. The ipg reached the elective removal indicator state after 2.5 months with an energy use index range of 100. The expected battery longevity until the battery reaches the end of business life/end of service state would be about 4 months per the instructions for use. Quiescent current measured 10.94 ua within the normal ranges. The fast battery depletion was due to the high energy stimulation settings used by the patient.

Event description:
It was reported that the patients battery was non functional and underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in early july of this year.

Event description:
It was reported that the patients battery was non functional and underwent an ipg replacement procedure. The patient was doing well postoperatively.